Manufacturer narrative:
It was reported that the patient had limited range of motion along with pain, swelling, and crookedness when bending. The patient had their implant explanted. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had limited range of motion along with pain, swelling, and crookedness when bending. The patient had their implant explanted.